Event description:
Bilateral capsular contracture baker grade 3, right-side.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel. No additional observations.